Event description:
Caller reported that pump malfunctioned after becoming wet at a water park, leading to a dark screen that would not turn on. There was no adverse impact to the customer's blood glucose level, with it remaining below 500 mg/dl. Customer was instructed to use multiple daily injections as a backup therapy, and a replacement pump with updated software was sent to them. Customer was advised on how to store the malfunctioning pump and assured that training for the updated software would be available in their tandem source account. Shipping details were confirmed, and a signature was required for delivery.